Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a heavily calcified, moderately tortuous, 80% stenosed proximal left circumflex (lcx). After six low speed treatments were performed, pericardial effusion was observed. This resulted in a cascade of additional interventions. The patient was stabilized through the implantation of four drug-eluting stents and an emergent pericardiocentesis. The patient was in stable condition. In the physician's opinion, the adverse event occurred due to challenging lesion characteristics, specifically a severely calcified morphology with massive, calcified nodules.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.